Manufacturer narrative:
The reported condition of "during the piggy back infusion of 215 ml at 100 ml an hour, it infused in 1 hr." Was not confirmed or duplicated, therefore an assignable cause could not be determined. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "accuracy - overinfusion." (B)(4).

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter?s investigation. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: upon further review, the software version of 6.13.90 which is categorized as a remediated colleague 2006 was previously omitted.

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump, which during the piggy back infusion of 215 ml at 100 ml an hour, it infused in 1 hr. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.